Manufacturer narrative:
Unit passed sleep current measurement and active current measurement. The power management graph indicated connector resistance issue (j6). An unexpected replace battery alert while monitoring and multiple unexpected replace battery now alarms were present in the pump history file due to connector resistance issue (j6). Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for a few days with the unit functioning properly during testing as shown in the power management graph. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, stained keypad overlay buttons, severely faded serial number label, stained serial number label and peeling end cap address label. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer a replace battery now alarms. The customer¿s blood glucose level was 16 mmol/l. Customer received a low battery alert prior to the replace battery now alarm. Customer did not receive a low battery alert prior to the replace battery now alarm. The second occurrence of replace battery now with a low battery warning. The customer was advised that the pump needs to be replaced. The customer was advised to continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.